Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found no problems with the device. The device was tested for extended hours using different video processors. The switch function was checked and no problem found. The cause of the user's experience cannot be determined, however, if additional information becomes available at a later date, a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.

Event description:
The hospital reported the video image intermittently flickered at the beginning of a procedure and the image became black and white. The procedure was completed with a different device. There was no patient injury reported.